Event description:
Per mpxr report on jul 19"' while attempting to extract the fractured rv lead as well as the atrial lead the patient had "a bleeding issue" and passed away. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).